Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm rf pic failed self-test (a64). Customer's blood glucose at time of incident was 212 mg/dl. The customer stated alarm did not occur during the rewind/prime sequence. The customer stated that the buttons are hard to press. Customer stated a temp basal was not programmed before the alarm occurred. The customer was advised that on the first occurrence need to be replace. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
All buttons functioned properly. However, found slight corroded keypad traces. The pump alarmed rf pic failed due to a faulty component on the radio frequency board. The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, and unexpected restart error tests. The pump also passed all operating currents tested within the specification range and passed the off no power test. The pump was received with a cracked reservoir tube lip noted.